Manufacturer narrative:
The customer reported that no battery pack or pads are connected to the device and the asi is blank; the AED battery pack will not stay in AED. The maintenance schedule is reported as monthly. This AED nor its electronic log files were returned and thus the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service. No additional information is available at this time to further investigate this event. The IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. Use and store ddu series aeds only within the range of environmental conditions specified in the technical specifications. Technical specifications state: "standby / storage- temperature- 0-50 degrees c. (32-122 degrees f.); humidity- 5% - 95% (non-condensing)." This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The customer reported that no battery pack or pads are connected to the device and the asi is blank; the AED battery pack will not stay in AED. The customer did not report that this event occurred during patient use.